Event description:
It was reported that a homechoice device experienced an unspecified failure. The patient was not connected at the time of the failure. It was not reported at what step of peritoneal dialysis therapy the failure occurred. It was not reported if peritoneal dialysis therapy was ongoing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2367 was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. Electrical and functional testing was performed with no issues noted. A short simulated therapy was successfully performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.